Event description:
It was reported that the patient received unnecessary shock due to twos which the device did not discriminate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076 implantable pacing lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).